Event description:
It was reported to boston scientific corporation on september 18, 2009 that an optiflex nitinol stone retrieval basket was used for a ureteroscopy procedure performed on (B)(6) 2009. According to the complainant, the retrieval basket would open, but was unable to close in the patient's ureter. A stone was present in the basket when the malfunction occurred. The procedure was successfully completed using another optiflex nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event. (B)(4).